Event description:
The contact stated the customer's meter would turn off when he would attempt to test his glucose. The contact put new batteries into the meter and turned on the meter. It was discovered the meter was missing segments. The customer was unaware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval, and a replacement meter will be sent.